Manufacturer narrative:
This is an initial report. An investigation is in process and when complete, a final report will be sent.

Event description:
A customer technical advocate (cta) was contacted with regard to hemoglobin results not matching when results generated using a cell-dyn 1800 analyzer were compared to results obtained using an alternate test method. A hgb=5.9 g/dl was reported for a pt diagnosed with bronchitis. The result was questined by a physician. The fingerstick specimen was deemed quantity non-sufficient to perform a repeat test. The pt was sent to the hosp and a hemoglobin test performed yielding a result in the normal range (platform data not provided). No impact to pt management was reported.